Event description:
It was reported that after the medtronic transcatheter valve (evproplus-26) was successfully deployed, the physicians went to retract the nose cone of the delivery catheter system (dcs), but the system became stuck at the bottom of the valve and completely dislodged the valve into the ascending aorta. Consequently, a second valve (another evproplus-26) had to be implanted. Additional information was received that access was on the right side and a non-medtronic (safari) guidewire was used for the procedure. The valve was implanted into the native annulus using cuspal overlap technique.

Manufacturer narrative:
Image review: twenty intraprocedural media files were provided for review. Three images from the patient's executive summary were included permitting a partial anatomical assessment. The patient's aortic valve appeared to be significantly calcified with protruding calcium in the aortic annulus; annulus perimeter measured 67.1mm with a perimeter derived diameter of 21.3mm suggesting a 26mm valve. Fluoroscopic valve inspection was performed; however, due to poor quality imaging it is inconclusive. A pre-implant balloon dilation was performed multiple times due to balloon dislodgement. The valve was deployed just prior to the point of no recapture and depth assessment was performed in the cusp overlap view only. Depth appeared to be approximately 6mm on the non-coronary cusp (ncc). Depth on the left coronary cusp (lcc) is unknown. The valve was subsequently released, and during withdrawal of the delivery catheter system (dcs), the nose cone interacted with the inflow of the valve causing it to dislodge aortic. Of note, caution is recommended while withdrawing the dcs to minimize interaction with the valve frame. Another pre-implant balloon dilation was performed prior to the second valve implantation. A second valve was prepped but valve load inspection is also inconclusive. The second valve was implanted at a depth of approximately 5mm on the ncc. Depth on the lcc is unknown. Final angiogram reveals the dislodged valve in the ascending aorta, a well expanded second valve, and no evidence of aortic regurgitation/paravalvular leak. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the medtronic transcatheter valve (evproplus-26) was successfully deployed, the physicians went to retract the nose cone of the delivery catheter system (dcs), but the system became stuck at the bottom of the valve and completely dislodged the valve into the ascending aorta. Consequently, a second valve (another evproplus-26) had to be implanted.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro plus valve, product ID: evproplus-26, serial/lot #: (B)(6), ubd: 09-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.